Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the paddle set needed repair. Philips is therefore considering the paddle set to be broken. There was no patient involvement.